Event description:
In (B)(6) 2015, the patient underwent a right side ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of leg and buttock pain after the initial surgery. The third implant appeared to be placed too medial and was impinging on the neuroforamen. Approximately two weeks following the initial surgery, the surgeon performed a revision surgery where he removed the third implant. The patient is doing better following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.